Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5110245, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: (B)(4), model/catalog description: clik anchor sterile kit. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients lead had migrated. The physician believed that the leads were not implanted in the correct location. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the leads and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patients lead had migrated. The physician believed that the leads were not implanted in the correct location. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.